Event description:
It was reported that, "prepared as per technique and the stem slid in and out. Didn't get pressfit so dr is questioning the specs on the implant. Used the gmrs pressfit reamer to prepare the canal."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.